Manufacturer narrative:
The manufacturer previously reported information received alleging the trilogy ev300, USA device giving error message inoperative- and will not function at all. There was no harm or injury reported. The device was not in patient use. The customer would like to troubleshoot further and requested to gain access to the philips incenter to download soft ware needed to attach device to support tool. The support tool getting device tool is not connected. The customer has requested a bench repair. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed. During a philips remote support session, the customer sent the event logs, and the technician documented the discovery of an evt_mach_flow_drift_high in the logs a few times. This error indicates that the machine flow sensor drifted above the specification. The technician recommended the replacement of the device's machine flow sensor. The customer will order the flow sensor and repair the unit. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging the trilogy ev300, USA device giving error message inoperative- and will not function at all. There was no harm or injury reported. The device was not in patient use. The customer would like to troubleshoot further and requested to gain access to the philips incenter to download soft ware needed to attach device to support tool. The support tool getting device tool is not connected. The customer has requested a bench repair. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.